Event description:
The customer reported to olympus, a e103 (lamp light-up error) displayed on the visera elite xenon light source. When the power was turned on, the light from the tip of the scope flickered, and the monitor image was different from the previous color. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the output was connector was worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, "when e103 occurs, the light from the tip of the scope flickers when the power is turned on, and the monitor image is different from the previous color," was not reproduced, and the cause has not been identified. From the service manual, it was confirmed that e103 indicates clv lighting failure and is a message that appears when an ignition error occurs in the light source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.